Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2020 and suture was used when closing the surgical wound, the needle was broken at the swage part during continuous suturing on the fascia. No adverse patient consequences were reported. No additional information was requested.